Event description:
The customer reported that the system suddenly sounded the alarm and did not continue to operate as intended. A system reboot corrected the problem. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The plan to check the system is currently under negotiations with the customer.